Event description:
It was reported that the device locks up during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4): it was reported that the device locks up during op check. There was no pt involvement. A philips field svc engineer evaluated the device and confirmed the failure. The cause was traced to corrupted software. The software was reloaded to resolve the failure. The device passed all performance assurance tests and was returned to the customer.